Event description:
Pt was being fixed with an ankle-spanning external fixation device. The device was being checked for MRI compatibility and was noted to be magnetic. Clamp remains on the pt.

Manufacturer narrative:
Device is an instrument and is not implanted. Investigation is ongoing, no conclusion can be drawn. Review of manufacturing records has been requested.